Event description:
Pt allegedly underwent surgery for correction of kyphoscoliosis in 2002. Pt reported that about a week after returning to school. They had a pinching feeling in their back and that this pain worsened over the following weeks. Pt reports that their second doctor, took updated x-rays, which showed that the implant had loosened and shifted anteriorly and that their kyphoscoliosis.